Event description:
It was reported that the system malfunction during the procedure. The customer was unsuccessful in getting the laser to resume function and the procedure was aborted. It was reported that the patient will be rescheduled; date unknown. There was no report of a patient or user injury.